Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as the patient did not wear a mask. On the same day as the onset, the patient was hospitalized for the peritonitis event. On an unreported date, the patient was treated with unspecified antibiotic (dose, frequency, duration and route not reported) for peritonitis. The patient was discharged from hospital after twenty eight days. The patient was not recovered from the event of peritonitis and was readmitted to the hospital five days after discharge from hospital due to an unrelated event. Six days later, the patient was discharged from hospital. On an unknown date in the following month after onset of peritonitis event, while hospitalized, the patient¿s pd catheter was removed and pd therapy was discontinued for an unknown reason. Additional information was requested but was not available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. This is a report of a use error that resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.